Event description:
It was reported that during an unknown procedure, the device was not fired. There was no delay to the surgery. No fragments generated. The procedure was completed successfully with no patient consequences.

Manufacturer narrative:
(B)(4). Batch # 281a46 component code: (B)(4). Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with the anvil shroud broken with no reload present. Further investigation shows that both bearings were missing due to that anvil shroud being damaged. Due to the condition of the device no functional test was performed. The event reported was confirmed and it is related to improper use of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.